Manufacturer narrative:
On (B)(6) 2021 the customer alleged under delivery and was hospitalized for low bgs. Device received with a blank display and clear liquid substance on the lcd screen. The test p-cap does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to download to thus and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Device was cut open to perform the visual inspection and found moisture damage all over the electronics, motor, battery tube, vibrator, keypad assembly and internal battery. Performed air gun to dry and brush cleaning with the isopropyl alcohol the moisture damage areas of the electronics and installed in the test case, internal battery and motor. The insulin pump display remains blank. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted, thus and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. A battery removed alert [jun 22,2021 00:46] was found in the history file near the event date. Device received with broken belt clip rails, cracked select button keypad overlay and pillowing keypad overlay during visual inspection. Unable to verify customer alleged for low bgs and under delivery. Blank display and unable to download to thus due to moisture damage on the electrical board 1. Missing retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing device received with a blank display and clear liquid substance on the lcd screen. The test p-cap does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to download to thus and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Device was cut open to perform the visual inspection and found moisture damage all over the electronics, motor, battery tube, vibrator, keypad assembly and internal battery. Performed air gun to dry and brush cleaning with the isopropyl alcohol the moisture damage areas of the electronics and installed in the test case, internal battery and motor. The pump display remains blank. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted, thus and care link software was utilized and downloaded trace/history files properly. In conclusion, insulin pump received with a blank display and unable to download to thus due to moisture damage on the electrical board 1. Device received with broken belt clip rails, cracked select button keypad overlay and pillowing keypad overlay during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the emergency medical services was dispatched and took them to the emergency room on (B)(6) 2021. Customer was later admitted to the hospital due to diabetic ketoacidosis. Blood glucose was 306 mg/dl at the time of admission. Insulin pump was used to treat the high blood glucose. Customer had symptoms related to their high blood glucose such as sweating, not sleeping well, thirst and urinating frequently. High reading started on (B)(6) up to (B)(6) 2021. Customer was using the insulin pump within 48 hours of reported high blood glucose incident. Auto mode, smartguard feature was not active at the time of the event. Customer alleged the insulin pump was under delivering as they were taking bolus but blood glucose was still rising. Customer thinks that the pump was not delivering insulin the device is expected to return for analysis.